Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. The user was asked to re-link the sensor and it this was successfully performed. Upon additional monitoring, the system has improved showing better agreement between bg/sg. As per dms, the user is currently using the system with up-to-date information.

Event description:
On 07 june 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
B4. Date of this report 04 sept 2025: g3. Date received by the manufacturer? 04 sept 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224.